Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported reported the patient was experiencing hypoglycaemia while using the controller in automated mode. The patient's blood glucose level declined to approximately 2.3 mmol/l (41 mg/dl). The patient reported recently having surgery and that they had been placed on several new medications which may be impacting their blood glucose levels. No medical assistance was required. No information regarding treatment was provided.